Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge bag was too small and did not hold enough insulin. Subsequently, resistance was experienced during the fill process. The customer ultimately successfully filled and loaded the cartridge onto the pump. There was no reported impact to customer¿s blood glucose.